Manufacturer narrative:
Exemption number e2015058. The history log shows the pad-pak was first installed on the 30th april 2010 and performed to specification, alongside random manual power ons, up to the 12th october 2014. Between the 19th-26th october 2014 the device failed multiple self0tests due to a low battery. The device then passed a self-test and continued to pass self-tests up to october 2015. An increase in voltage then suggests a further pad-pak was installed. The device recorded manual power ups of ten minutes duration between the 6th october 2015 and the last log entry on the 7th june 2016. The pad-pak became depleted and a further pad-pak was installed. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs and the excess current drain measured would confirm a failing membrane. The fault could not be replicated with a new membrane fitted. Slight voltage fluctuation was observed over the pogo pins however this did not affect the ability of the device to deliver therapy. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switching on automatically.